Event description:
It was reported that during arcr procedure, the anchor broke off from the base. The screw parts dropped off inside the joint, but it was removed with grasper. No patient injury was reported. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Report was inadvertently submitted under manufacturer number ¿1219602¿ but the correct manufacturer number is ¿3006524618.¿

Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number 1219602 (s+n mansfield). The correct manufacturing site information and registration number is 3006524618(s+n austin). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the instrument shows no manufacturing abnormalities. The implant was detached and the device was returned with single parts of the implant attached in a separate plastic bag. The separately returned implant was not damaged. No sutures returned with the instrument. The parts returned show no manufacturing abnormalities. The returned double fix knotless pk is a single used device and cannot be functional tested. The complaint was not verified and the root cause could not be determined with certainty. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Additional information .

Event description:
It was reported that during arcr procedure, the anchor broke off from the base. The screw parts dropped off inside the joint, but it was removed with grasper. No patient injury was reported. No additional bone hole was made to complete the procedure and a backup device was available to complete the procedure with no significant delay and no patient injuries.